Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that several monofocal intraocular lenses (iols) were defective. It was unknown if there was patient contact or not. No other information was provided. This MDR report pertains to the suspect iol model za9003/ serial number (B)(6). A separate report will be submitted for the other 5 suspect iols.